Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 600+mg/dl. The customer¿s current blood glucose was 210 mg/dl. The customer treated with insulin pump and hospitalized. The customer's blood glucose 500 mg/dl. Customer was wearing the insulin pump at time of hospitalization. The customer reported that the drive support cap was normal. Assisted customer with performing displacement test. The insulin pump alarmed no reservoir. The insulin pump will not be returned for analysis.